Event description:
It was reported that the pt complaints of groin pain. Pt has scheduled a visit with her surgeon.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.